Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 16224115, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a minimal relief with the device. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.